Event description:
It was reported that the betadine swabs were upside down. The packaging had arrows at the top where it indicated peel to open. Stated that the packages stand on the opposite end during storage and for opening. Customer stated that the foil package with betadine swabs were incorrectly placed which caused the betadine to leave the swab and run down the stick. When the customer tried to use the swab, the betadine was mostly dry. They have to add betadine since it was necessary. This had happened very regularly in the last 4 cases they have received. Prior to these 4 cases this problem was rare but did happen. Per additional information received via sample form on 07dec2021, stated that the bard touchless catheter kit contains packages of povidone-iodine swab sticks. Sometimes all of the shipments have these packages top-down from the indicated opening arrows lot# ngfu0124. Stated that when opened, the iodine runs down the stick, not on to the swabs to coat them for use. Customer stated that the next shipment containing lots# ngfu5295, ngfv2674 about half of the packages were that way. Also customer separately stated the packages of swabs from the lot# ngfv2674 did not contained iodine, often the swabs did not contain enough to clean with.

Manufacturer narrative:
The reported event was inconclusive since sample condition was unoriginal. It is unknown whether the device had met relevant specifications. The product was not used for patient treatment. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "instructions for use: preparing for catheterization: 1. Open kit and remove contents. 2. The gloves are not necessary to maintain aseptic conditions during the procedure. The gloves are for the operator's protection. Male/female catheterization: 1. Remove cap from insertion tip while squeezing tabs. Save cap for closing the bag. 2. Slide the catheter halfway into the insertion tip. 3. Male - prepare the male urethral meatus and the surrounding area with povidone-iodine swabs provided. Female - prepare the female urethral meatus by holding the outer labia apart and prep the urethral meatus and surrounding area with povidone iodine swabs provided. 4. Male - holding the penis, advance the insertion tip into the urethra no further than the flange base. Female - spread the inner labia, advance the insertion tip into the urethra no further than the flange base. Release the inner labia. 5. Place your nondominant hand on the finger control guide to stabilize catheter in urethra. With your dominant hand, grasp catheter through bag approximately 1" below the finger control guide and push catheter into urethra. The catheter should be introduced by short, repetitive pushing motions. Repeat motions until catheter reaches bladder and urine starts to flow. 6. Allow urine to flow freely, making certain the catheter guide is elevated at least 4" above lower portion of the bag. Allow flow until bladder is empty or until bag is filled. Precaution: it is recommended that the collection bag be held. The catheter could possibly separate from the collection bag when urine increases weight of the bag. 7. Withdraw the catheter from the urethra. Remove the remaining portion of the catheter from the collection bag by pulling it through the insertion tip. Note: the catheter is designed to pass through the insertion tip. 8. The filled collection bag may be closed by replacing the cap over the insertion tip. Make sure the cap snaps on securely. Specimen collection: to collect a specimen, obtain a sample cup/tube and alcohol wipe. Remove guide tip by pulling tab(s) upward from bag. Wipe port with alcohol. Pour specimen through port at top of bag into cup/tube." The actual/suspected device was evaluated

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the betadine swabs were upside down. The packaging had arrows at the top where it indicated peel to open. Stated that the packages stand on the opposite end during storage and for opening. Customer stated that the foil package with betadine swabs were incorrectly placed which caused the betadine to leave the swab and run down the stick. When the customer tried to use the swab, the betadine was mostly dry. They have to add betadine since it was necessary. This had happened very regularly in the last 4 cases they have received. Prior to these 4 cases this problem was rare but did happen.